Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump may be running too fast. Patient mixed on friday and medication lasted until monday. On tuesday the syringe is more than halfway gone. The event has not caused any harm to the patient.